Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting via the telephone. In conclusion, the likely cause of the event is attributed to software error on the instrument. However, a definitive cause of the incident could not be determined with the available information. Beckman coulter continues to track and trend any incident related to this issue.

Event description:
The customer reported failed to synchronize clocks system errors while attempting to analyze a patient sample involving the unicel® dxi 600 access® immunoassay system. The customer noted the sample was still listed as aspirated when the instrument went in to ready mode but there was no result. Beckman coulter customer technical support (cts) performed system diagnostics with the customer and resolved the issue through clearing all in progress repetitions once the samples were complete. The customer then rebooted the system and cleared an exception error. The instrument was returned to ready mode with no additional errors. The customer stated there was a delay in reporting an intraoperative access® intact pth result to the physician, however, there was no impact to patient care. There was no report of patient injury or change in patient treatment associated with this event. The instrument was returned to normal operation.